Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7). During the procedure, the physician noticed air was leaking out from the rotating hemostasis valve (rhv) and it was broken. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same cat7 and lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.